Event description:
It was reported that during a patient event, as the emt's attempted connecting the defibrillation therapy electrodes to the patient, it was observed that a pin in the connector of the electrodes was bent and would not connect to the therapy cable assembly. The emt's then connected a back-up set of electrodes to the patient with a delay in therapy of approximately 10-20 seconds. It was then determined that the patient was in an asystole rhythm. The patient did not survive. A clinical review of the reported event determined that the device use did not contribute to the death of the patient. The patient's ECG was showing as asystole and the 10-20 second delay likely would not have affected the outcome of the patient.

Manufacturer narrative:
(B)(4). Physio-control evaluated the defibrillation electrodes and verified the reported failure. Physio observed that one of the pins within the defibrillation electrode connector was bent, which prevented a proper connection to the device. Physio replaced the defibrillation electrodes for the customer and their device has been placed back into service for use.